Event description:
When drilling central pin, metal shavings were seen to fall into the wound, as drilling was occurring.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.